Event description:
It was reported that the external pulse generator (epg) was sent for repair due to a "malfunction." Further follow up did not yield any additional information regarding the malfunction. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the output port was damaged.